Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found with one of the tips of the jaws broken off. This broken off piece of the instrument was not found in the metal container of the instrument set. The instrument was never put into the patient for the case; it was discovered and replaced for the patient's procedure. The last time this robot instrument was use, was on (B)(6) 2024 for a procedure that had no difficulties with the instrument. There are 8 usage lives remaining on the instrument and it is being returned to intuitive. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 0.191" x 0.551" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.